Event description:
Report received of an unrequested bolus dose delivery. The customer stated that she opened the pump door and pressed review change in order to zero out the dose history. The button would not work. She then pressed history and the screen would not change. While the nurse was manipulating the pump, the patient received an unrequested dose of morphine. The "stop" and "off" button were pressed and the pump reportedly did not respond. The customer removed the cartridge and tubing from the pump. No additional unrequested doses were given. The pump was programmed in the bolus only mode to deliver morphine 1mg/ml, 1mg bolus dose with a 6 minute lockout. The customer stated that the patient had been using the morphine on request and it was estimated that the patient might have received just one unrequested bolus. The customer changed the pump and continued to utilize the same cartridge and tubing at the existing IV site. The patient did not experience any adverse effects. Though requested, no further information was available.